Event description:
Procedure type: lap inguinal hernia. According to the rptr: dr placed structural balloon trocar in pt but could not get it to inflate with the bulb pump.

Manufacturer narrative:
(B)(4).